Event description:
A consumer reported she experienced intense redness and a corneal ulcer following use of this product. She was treated with an antibiotic and steroid medication and went a month without her contact lenses. The consumer stated that she switched to another product without problems. The consumer went back to the previous product and again experienced red eyes. On (B)(6) 2011, the consumer stated she discontinued the product and the event resolved.

Manufacturer narrative:
Evaluation summary: the sample was returned and was tested and met specifications. A review of "mbr" indicates that no related non-conformances were found during the manufacturing process and the lot was released based on alcon's acceptance criteria. Chemistry and microbial data have been reviewed for this lot and all specifications were met at time of release. There are three similar events for this lot. Manufacturing date for lot# 44060 (B)(4) 2010. Additional information requested by email on (B)(4) 2010. (B)(4).